Event description:
Procedure: gynecology. While using the device, the balloon broke without being touched by a surgical instrument. It is not known whether some fragments remain in the surgical cavity.